Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily distal right coronary artery that is 99% stenosed. A non-abbott semi-compliant balloon dilatation catheter (bdc) was attempted to pre-dilate the lesion; however, the bdc ruptured. A 2.5x8mm nc trek bdc was used to pre-dilate, but ruptured during the second inflation at 12 atmospheres. A non-abbott bdc was used to continue and a rotablator with a drug coated balloon was used to complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.